Event description:
The complaint is reported as: PICC advanced and tip tracker appears to show two circles in the area of right shoulder region. PICC retracted and readvanced with same circles and PICC appeared down. White lumen with no blood return. Rn stated the PICC stylet "didn't feel right" and removed the PICC and stylet. Both the PICC and stylet had a bend in it approximately 4-5 inches from the distal tips. The stylet was fully intact and reinserted into the PICC. A buddy wire was added into the second lumen. Both lumens were flushed with saline. PICC readvanced and tip tracker did not display the PICC advancing. The navicure stylet was removed and replaced with a tip tracker stylet and the t-piece still did not show the advancing of the PICC. It was reported the patient was starting to lose a lot of blood and also dropping oxygen saturation. The PICC was removed and a capped dilator placed. The vascular positioning system equipment was changed out and PICC reinserted. Tip tracker showed PICC entering from the right and went down. Lack of blood return from white lumen. PICC retracted 2cm with blood return from both lumens. The patient's oxygen saturation rebounded to an acceptable level and a chest x-ray was obtained. The PICC was retracted 6cm and a cat scan of the chest was ordered due to pulmonary changes since PICC insertion. Cat scan showed no pneumothorax and PICC was in the svc. It was reported there was no injury to the patient and the patient's condition is reported to be fine.

Manufacturer narrative:
Qn#(B)(4).

Event description:
The complaint is reported as: PICC advanced and tip tracker appears to show two circles in the area of right shoulder region. PICC retracted and readvanced with same circles and PICC appeared down. White lumen with no blood return. Rn stated the PICC stylet "didn't feel right" and removed the PICC and stylet. Both the PICC and stylet had a bend in it approximately 4-5 inches from the distal tips. The stylet was fully intact and reinserted into the PICC. A buddy wire was added into the second lumen. Both lumens were flushed with saline. PICC readvanced and tip tracker did not display the PICC advancing. The navicure stylet was removed and replaced with a tip tracker stylet and the t-piece still did not show the advancing of the PICC. It was reported the patient was starting to lose a lot of blood and also dropping oxygen saturation. The PICC was removed and a capped dilator placed. The vascular positioning system equipment was changed out and PICC reinserted. Tip tracker showed PICC entering from the right and went down. Lack of blood return from white lumen. PICC retracted 2cm with blood return from both lumens. The patient's oxygen saturation rebounded to an acceptable level and a chest x-ray was obtained. The PICC was retracted 6cm and a cat scan of the chest was ordered due to pulmonary changes since PICC insertion. Cat scan showed no pneumothorax and PICC was in the svc. It was reported there was no injury to the patient and the patient's condition is reported to be fine.

Manufacturer narrative:
(B)(4). Complaint verification testing could not be performed as it was reported that the sample is not available for return. A device history record review was performed and no relevant findings were identified. Without the device to evaluate the complaint could not be confirmed and the probable cause could not be determined from the available information. Teleflex will continue to monitor and trend for reports of this nature.